Manufacturer narrative:
The x2 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose (bg) level was 332 mg/dl. Reportedly, the customer did not remove the air from the cartridge when filling the cartridge. System check with tandem technical support indicated that the blockage was likely located at the infusion site; however, customer declined to remove the site for observation and continued to use the pump for insulin therapy.